Manufacturer narrative:
Approximate age of the device is 1 year. The manufacturer is attempting to acquire the suspect system controller for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that during the patient's routine visit the system controller alarmed with a pump stop/driveline disconnected alarm when the vad coordinator connected the patient to the power module. The alarm had resolved after 3 seconds. The patient¿s event history was reviewed and additional similar alarms were seen. X- rays were taken and no abnormalities were observed and the external portion of the driveline had no visible damage. The patient was reported to be doing fine with no issues and the patient¿s system controller was exchanged.